Event description:
It was reported that the patient presented remotely via merlin.net transmission. Reviewed of the mode switch episode noted that the pacemaker exhibited intermittent ventricular capture. No programming changes made were reported. No patient consequences were reported.